Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported poor coupling. They were trying to charge and were having problems connecting. The patient stated that they were trying to "activate" their ins. The patient was instructed to reposition the antenna over the ins and the patient was seeing the screen indicating their ins was charging. The ins battery was blinking and a quarter of the ins battery was solid and the patient noted that the stimulation was off. They attempted to walk the patient through turning the ins on and the patient was seeing a warning screen- the screen told them they needed to charge their ins in order to turn the ins back on. Repositioning the antenna resolved the issue- 6-8 coupling bars were seen. No further complications reported. Additional information was received from a consumer regarding the patient. It was reported that the patient can¿t get stimulation on which has started to occur a couple of days prior to the report. He has recharged his implantable neurostimulator recharger for 40 minutes, and the connector pin does not look loose or bent. The green light was on. The implantable neurostimulator battery is empty. It was reviewed that the patient has to wait until the implantable neurostimulator battery has ¼ of a charge before he can turn therapy on. The patient has gotten worse off, and is crippled and hobbling. This had started to occur about 3-4 months prior to the report. There were no further complications reported. Additional information was received from the patient. It was reported that roughly two weeks prior to the call, the patient was unable to feel stimulation on their right side. The patient also reported that they were having trouble charging their ins. It was reported that the patient was seeing 4 coupling boxes when recharging, then later 6. The coupling issue was resolved and the patient was able to charge the ins. The patient reported that the ins looks like it's charging, but then when they go to turn it on, the ins won't turn on. It was reported that the ins showed up as off on the patient programmer (pp) and the insr. It was noted that the ins was 50% charged. The patient attempted to turn on stimulation with the insr and was unable to. The patient attempted to use their patient programmer and saw "9.3" and then a "replace batteries" screen. The patient did not have batteries to replace in the pp at the time of the call. No further complications are anticipated.